Manufacturer narrative:
There is a temporal relationship and probable causal association between ccpd therapy with the liberty cycler and the pt¿s development of hernia (unknown type). Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment. Based on the information available, it is unknown if the liberty cycler malfunctioned in any way to cause or contribute to the pt¿s hernia event the device was not returned to the manufacturing plant for investigation. The serial number of the device is unknown. A device history review could not be performed.

Event description:
On (B)(6) 2018, a peritoneal dialysis nurse reported (during a service call requesting a cycler upgrade) this patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had a hernia (unknown type). During the call, the pd nurse stated the pt. Would benefit from having the additional drain option because the pt. Sometimes experiencing drain complications while in ccpd treatment. The pt¿s nurse stated (on (B)(6) 2018), the pt. Developed the hernia (unknown type) after initiating pd therapy (hernia development date unknown). Furthermore, it was stated the pt¿s hernia was being monitored and has not required medical intervention to date. Per the pd nurse, the pt¿s hernia may be related to start of pd therapy.